Manufacturer narrative:
Based on the analysis, the alleged false temperature alarm was verified. The alleged false altitude alarm was identified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Additionally, it was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer was unable to clear the alarms and reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 150 mg/dl.